Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first firing during reconstruction in distal gastrectomy, when duodenum was clamped, and the firing button was pressed, it was unable to be fired. When a new reload was opened, it became able to be fired and the case was completed. There was no patient injury.